Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020 through (B)(6) 2020 and appeared to capture the device functioning as intended with overall stable parameters. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The current heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 "introduction". Section 6 ¿patient care and management¿, under ¿blood pressure management¿, states that, ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ the current heartmate 3 lvas IFU also lists the other adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Although the reported event information indicated that the patient had mitral and tricuspid regurgitation, section 5 entitled ¿surgical procedures¿ warns the user that ¿moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Right heart catherization showed elevated filling pressures. Lvad speed was increased to 5700 rpm with mild improvement in pulmonary capillary wedge pressure and slight improvement in the cardiac output and index. The speed was left at 5700 rpm after the procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for swelling an shortness of breath. A transesophageal echocardiogram and right heart catherization was done for assessment of filling pressures, volume overload, and acute on chronic systolic heart failure symptoms. It was found that the patient had moderate regurgitation in mitral and tricuspid valve. The patient had improvement in symptoms, b-type natriuretic peptide was within normal limit, and mean arterial pressure trended between 70 and 90.